Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), migraine ("migraine") and menorrhagia ("heavy periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia, migraine and pelvic pain with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077504) on 07-jun-2018. The most recent information was received on 09-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/excruciating pain on left side") in an adult female patient who had essure (batch no. 959212) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included chronic cervicitis and paratubal cyst. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) with gait inability and migraine ("migraine"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type:hives") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dermal cyst ("cyst on left breast"). In (B)(6) 2013, the patient experienced food allergy ("allergic or hypersensitivity reaction type: certain food allergy"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain"). On an unknown date, the patient experienced headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the migraine, menorrhagia, vaginal haemorrhage, food allergy, urticaria, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, back pain and dermal cyst outcome was unknown. The reporter provided no causality assessment for menorrhagia, migraine and pelvic pain with essure. The reporter considered alopecia, back pain, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, nausea, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per regulatory authority date of insertion of essure was 16-jun-2012 and legal claim date of insertion of essure was 11-jun-2012. There were 5 of trailing coils on the right side and 3 of the trailing coils on left side. Current weight 183 lbs. Were you advised of any complications from your essure removal procedure: yes, the content of the communications he explained the possibility of complications which include puncturing bladder or colon. Maybe the possibility of pain not going away. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 01-may-2018: the uterus measures 11.2 x 4.0 x 6.7 cm in size. Endometrial thickness is normal at 5 mm. There is trace endometrial fluid of doubtful significance. Essure coils are demonstrated. Right ovary measures 22 x 12 x 14 mm in size. Left ovary measures 25 x 19 x 18 mm in size. There is no free fluid.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077504) on 07-jun-2018. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), migraine ("migraine") and menorrhagia ("heavy periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia, migraine and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), migraine ("migraine") and menorrhagia ("heavy periods"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia, migraine and pelvic pain with essure. The reporter commented: as per regulatory authority date of insertion of essure was on (B)(6) 2012 and legal claim date of insertion of essure was (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: reporters added and case become potential legal case. Added suspect drug indication and updated start date of suspect drug. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077504) on 07-jun-2018. The most recent information was received on 04-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/excruciating pain on left side') in an adult female patient who had essure (batch no. 959212) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included chronic cervicitis and paratubal cyst. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) with gait inability and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraine/ migraines / headaches"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type:hives") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dermal cyst ("cyst on left breast"). In (B)(6) 2013, the patient experienced food allergy ("allergic or hypersensitivity reaction type: certain food allergy"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oopherectomy) and accupuncture. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine and dyspareunia had resolved and the menorrhagia, vaginal haemorrhage, food allergy, urticaria, headache, nausea, dysmenorrhoea, fatigue, weight increased, alopecia, back pain and dermal cyst outcome was unknown. The reporter provided no causality assessment for menorrhagia, migraine and pelvic pain with essure. The reporter considered alopecia, back pain, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, nausea, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per regulatory authority date of insertion of essure was (B)(6) 2012 and legal claim date of insertion of essure was (B)(6) 2012. There were 5 of trailing coils on the right side and 3 of the trailing coils on left side. Current weight 183 lbs. Were you advised of any complications from your essure removal procedure: yes, the content of the communications he explained the possibility of complications which include puncturing bladder or colon. Maybe the possibility of pain not going away. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Ultrasound scan - on (B)(6) 2018: the uterus measures 11.2 x 4.0 x 6.7 cm in size. Endometrial thickness is normal at 5 mm. There is trace endometrial fluid of doubtful significance. Essure coils are demonstrated. Right ovary measures 22 x 12 x 14 mm in size. Left ovary measures 25 x 19 x 18 mm in size. There is no free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: reporters, patient demographics and laboratory data were added. Updated events migraine/ migraines / headaches (previously reported as migraine). Added onset date events nausea, alopecia. Outcome of event migraine and dyspareunia was recovered. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5077504) on 07-jun-2018. The most recent information was received on 01-may-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains/excruciating pain on left side") in an adult female patient who had essure (batch no. 959212) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included chronic cervicitis and paratubal cyst. Concomitant products included ibuprofen. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) with gait inability and migraine ("migraine"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes or skin conditions type:hives") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced dermal cyst ("cyst on left breast"). In (B)(6) 2013, the patient experienced food allergy ("allergic or hypersensitivity reaction type: certain food allergy"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("lower back pain"). On an unknown date, the patient experienced headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the migraine, menorrhagia, vaginal haemorrhage, food allergy, urticaria, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, back pain and dermal cyst outcome was unknown. The reporter provided no causality assessment for menorrhagia, migraine and pelvic pain with essure. The reporter considered alopecia, back pain, dermal cyst, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, nausea, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: as per regulatory authority date of insertion of essure was (B)(6) 2012 and legal claim date of insertion of essure was (B)(6) 2012. There were 5 of trailing coils on the right side and 3 of the trailing coils on left side. Current weight 183 lbs. Were you advised of any complications from your essure removal procedure: yes, the content of the communications he explained the possibility of complications which include puncturing bladder or colon. Maybe the possibility of pain not going away. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2018: the uterus measures 11.2 x 4.0 x 6.7 cm in size. Endometrial thickness is normal at 5 mm. There is trace endometrial fluid of doubtful significance. Essure coils are demonstrated. Right ovary measures 22 x 12 x 14 mm in size. Left ovary measures 25 x 19 x 18 mm in size. There is no free fluid.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet:- events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: certain foods, rashes or skin conditions type: hives, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss, lower back pain; cyst on left breast and she did not underwent essure confirmation test, lot number were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.